Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient still experienced incontinence with an artificial urinary sphincter (aus) three months after implant. The physician felt the initial 6.0 cm cuff was too big. A surgical procedure was performed in which the existing cuff was removed and replaced with a 4.5 cm component. There were no device malfunctions associated with the explanted cuff. The patient was said to be good following the procedure.